Event description:
A physician reported the foley catheter's retention balloon would not deflate, however, the foley catheter was still removed. The physician further reported that no surgical intervention was needed and the patient 'has no short or long term side effects except from being uncomfortable during the procedure to have the device removed.'

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.